Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a wound care dressing. The customer reported that the dressing was placed in the wound and now has tissue granulation over the dressing. The rn reported to me that the pt is an oncology pt that is undergoing chemo therapy. According to the rn the clinical staff (home care provider) did not change the dressing in time. This dressing has been in place for approx 10 days. It is located in the abdominal area, it is an open wound that is being treated at the pt's home. The wound bed looks good with no sign of infection. A nurse was able to remove a small piece of the dressing.